Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced elevated blood glucose, however, a specific value was not provided. Reportedly, the customer administered a manual injection to address blood glucose. No further event or patient information was available.